Event description:
It was reported that the system 9800 locked up during a procedure. The system was rebooted and there was no further incident. No adverse pt involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The gib board and the software upgrade were installed during the service call. Circuit boards and cables were reseated in order to ensure system integrity. The system was tested and found to be working as intended and placed back into service.